Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was removed and replaced with a shorter length lens intraoperatively and the problem resolved. The cause of event was reported as unknown.